Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) required repositioning due to loss of capture. On the last positioning, the lp prematurely separated from the delivery catheter while going into tether mode. Electrical values were acceptable so the lp remained implanted. After pulling out the delivery catheter, investigation found the tethers were unable to be aligned. The patient was in stable condition.